Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and corrective actions for the device described in this report. The device has not been received for evaluation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported a newborn was placed on va ECMO (veno arterial extracorporeal membrane oxygenation) for lv (left ventricular) dysfunction believed to be secondary to maternal diabetes. At onset of support the perfusionist noted an increase in condensation from the vent port of the device. Condensation continued to increase over the next 6 hours with "pink-tinged" color change. Estimated rate of condensation was .5-1ml every 30 minutes. The gas exchange of the device was consistent and without compromise. Heat exchanger function was consistent and without compromise. Heat exchanger function was consistent and without compromise. Over the next 6 days it was noted that condensation had increased in the blood mixture and a clot was beginning to form at the vent outlet. The device was changed due to the clot formation with fear the vent port would become obstructed and possible pressurization of the membrane "gas phase". Membrane was changed without incident. The device had been "water tested" at set-up of the circuit and demonstrated itself to be intact without any leaks or excessive condensation noted." The infant was removed from support sever days later. (B)(4).